Event description:
The device was used during a gastrectomy procedure. Reportedly, the suture broke and the needle detached. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
11/17/1998- supplemental report #1 sent to FDA. Device not received for evaluation.